Manufacturer narrative:
Correction: device not returning for analysis.

Event description:
This complaint describes an event where an end-user (female) may have experienced that a catheter tip from a self-cath catheter has been broken off and left inside her lower urinary tract. She has no untoward symptoms, however, was checked by her urologist who performed a cystoscopy procedure. The procedure did not reveal any foreign body within her lower urinary tract. The explanation for the missing catheter tip may be that the end-user may have received a faulty product (never having the tip), and first noticed it after removing the catheter from the bladder which caused the end-user more pain than normal. No additional information available.